Event description:
New information was received indicating that the right ventricular (rv) lead was capped and replaced on (B)(6) 2024 due to an apparent fracture and out-of-range impedance. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
Correction g3 ¿ date received by manufacturer in follow-up number 1 should have been may 30, 2024 not may 30, 2023 as previously reported.

Event description:
It was reported that high out-of-range pacing impedance was detected via a review of remote transmission on 18 mar 2023. The asymptomatic patient presented to the clinic on (B)(6) 2023 confirming the out-of-range impedance. The physician suspected right ventricular (rv) lead fracture and referred the patient to a surgeon for a potential lead revision. No intervention was performed at the time of in-clinic follow-up.